Event description:
It was reported that during a coronary stent procedure of a vein graft to the posterior lateral branch lesion, the physician experienced removal difficulties. The balloon had been inflated to 13 atm's for approximately 30 seconds to successfully deploy the stent. The balloon was deflated and then inflated to 13 atm's for post dilation. The physician was unable to remove the balloon from the stent. After several attempts at moving backward and forward the balloon catheter was removed with force. No pt injuries or complications occurred.